Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported leak, death, st elevation in all leads, bradycardia, and subsequent hypotension. The patient effects of myocardial infarction, cardia arrest, tachycardia, and heart failure appear to be cascading effects. Death, bradycardia, hypotension, myocardial infarction, cardia arrest, tachycardia, heart failure, and non-specific EKG/ECG changes are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported medication required and unexpected medical interventions were results of case specific circumstances as anesthetic medication was administered to treat the low blood pressure, additional aspiration was provided, cardio-pulmonary resuscitation (CPR) and coronary angiography were performed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a scheduled mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Pt was allergic to heparin. Angiomax was used to anticoagulate patient and anticoagulant citrate dextrose solution usp (acd) was used to prep the steerable guide catheter (sgc). The sgc was inserted into the patient. Once the sgc crossed the septum and the dilator was removed, air was noted in the sgc. The sgc was taken off the stabilizer and held below the level of the patient's heart and aspiration was performed until blood filled the hemostasis valve chamber. Patient developed st elevation in all leads with bradycardia and hypotension 70/40. Anesthetic medication was administered to treat the low blood pressure, but during this the patient's rhythm slowed into asystole. Cardio-pulmonary resuscitation (CPR) was performed, after which the patient went into ventricular tachycardia. Cardioversion was then performed which recovered the rhythm but it was tachycardic greater than 130 beats per minute (bpm). Blood pressure still remained low in 70/40 range. Anesthesia continued to work on the hypotension while a coronary angiography was performed which revealed coronaries were patent. Echocardiogram was also performed which showed no effusion and decreased ventricular function from approximately 40% at baseline to 10-15%. Basal section of the heart was contracting well but both the right and left ventricular free walls and apex contractility was diminished. No air was observed in the anatomy. Anesthesia was able to recover blood pressure so the patient was sent to the intensive care unit (ICU) for recovery. Later on the same night, the patient died. The family did not want extraordinary measures to be taken. The cause of the patient deterioration during the procedure was reported as unknown.